Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6)2017. The heartmate ii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and the reported event could not be conclusively determined through this evaluation. The account reported the patient was admitted to the hospital on (B)(6)2019 due to the development of a persistent ventricular arrhythmia. A direct-current (dc) cardioversion and defibrillation were performed. A specific cause for the arrhythmia could not be provided, and it was unknown if the event was device or therapy related. The patient was discharged on (B)(6)2019. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until (B)(6)2020 when the patient underwent an hmii to hm3 pump exchange. Reference MFR. #2916596-2020-00865 for the evaluation of the returned device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient developed cardiac arrhythmia (persistent ventricular arrhythmia). The patient underwent direct current cardioversion and defibrillation. The patient was discharged on (B)(6) 2021.